Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced a symptom described as extreme itching and marks at the sensor site. The customer had contact with a healthcare professional and received triamcinolone (topical corticosteroid) ointment as treatment. There was no report of death or permanent injury associated with this event.